Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 24.1 mmol/l. Customer stated that the infusion set had a bent cannula and want to know how to change the set without changing the reservoir. Customer stated that the customer changed reservoir yesterday and did not want to waste insulin. The device will not be returned for analysis.